Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in b3 at the account. There was no patient / user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found there was a pinch in the communication cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information no further action is required.